Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: not available omnipod software app version: not available operating system: not available hardware: not available cgm sensor type: freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2026. The patient stated that the pod and sensor (freestyle libre 2 plus) were not communicating with each other, resulting in the system operating in automated limited mode with no glucose readings, and therefore not making appropriate insulin adjustments and delivering only basal insulin. This reportedly led to a decline in the patient¿s blood glucose levels and subsequent hypoglycemia, although specific values were not provided. The patient reported experiencing loss of consciousness and sustaining a lump on the head after falling to the ground during the episode. The patient was transported by ambulance(B)(6) hospital, where a diagnosis of hypoglycemic seizure and scalp hematoma was made. The patient further indicated that healthcare professionals documented the patient as "gcs 15 alert and orientated" and noted that the issue was attributed to cgm signal loss. The patient was treated with food, blood glucose monitoring, and intravenous fluids, and a scan was also performed. The patient was released the following day on (B)(6) 2026. The pod reportedly remained in place during hospitalization and was subsequently discarded by the patient.